Manufacturer narrative:
Device evaluation: returned product evaluation found "two lenses returned in a lens case wrapped with bubble wrap and packing slip." Visual inspection found missing piece of haptic. Work order search: no similar complaint type was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a micl12.6, -16.0 diopter, implantable collamer lens rotated when it was implanted into the patient's eye. The lens was removed and there was no patient injury. No sutures used and no enlargement of the incision.